Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A decontaminated sample without original package or lot number was received for evaluation. The reported issue was confirmed; a crack was found on the tip of the device. After visual analysis with a microscope, the tip of the yankauer shows evidence of damage with deep marks next to the cracked area. This can produce a fracture / crack on the yankauer only if extreme stress (40 to 60 pounds-force) is applied; however, this is not the designed purpose of this product as a suction device. The root cause identified was determined to be the use of the device using extreme stress. There were no issues found in the process after analysis of the sample received. Based on the above information a corrective action is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a yankauer. The customer reports that during a total knee case the surgeon was suctioning the open knee and when he handed the yankauer back to the surgical tech, the tip was broken off and a piece was found on the floor.